Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye due to night time halos and hazy vision. Dysphotopsia was also noted. The symptoms were first noted one week post-operative. Another johnson and johnson iol was implanted as replacement (different model, diu150, different diopter, 6.0). An incision enlargement and one suture was required. The suture was put in for safety because the wound was enlarged. The patient is doing fantastic post-operatively with 20/20 visual acuity. The patient is happy. No further information was provided.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information was received that the patient age is 56 years old. Additional information: section a2: age at time of the event: age: 56 years section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 7, 2023 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut, but the cut did not sever the lens. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.